Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that atrial undersensing and far r wave oversensing was observed on the implantable cardioverter defibrillator. Programming changes were made in clinic. No patient symptoms were reported.